Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform stapler instrument would not be recognized. Once finally recognized, the instrument was moving in the opposite direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the sureform stapler instrument worked when initially used. The instrument was unable to be recognized by the system. Once recognized by the system again the instrument was moving in the opposite direction. The customer confirmed that by opposite they meant if the surgeon went right, the instrument went left, and vice versa. The customer resolved the issue by using another stapler.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the customer reported complaint was replicated/confirmed. Failure analysis found the primary finding of an engagement failure to be related to the customer reported complaint. For clarification, the instrument failed to engage properly with the sterile adapters on the system during in-house testing and based on review of the logs. Procedure logs showed failure 22020: "installed sureform 60 failed to engage on usm3 (roll axis hardstop check failed try reseating drape, look for instrument roll friction (cannula seal or drape pouch))." Visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. Additional observation(s) not reported by site: the housing was removed from the back end of the instrument. The bearing thrust washers on the roll input exhibited signs of corrosion. The corrosion on the thrust washer bearing can cause the instrument to stiffen and lose the ability engage properly and to roll during manual articulation. The root cause for the corroded bearings is attributed to transport/storage. The complaint regarding the engagement issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion/freely with uncontrolled motions. Unintuitive motion could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.